Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced high blood glucose reported at 401 mg/dl after eating a large meal and, without a fingerstick confirmation, elected to disconnect from the ilet to administer external fast-acting insulin before later reconnecting; no device leakage was observed at the infusion site, and drops of insulin were seen when the user disconnected, indicating flow, with the event characterized as an improper or incorrect use procedure involving the user interface. Symptoms included hyperglycemia with associated anxiety and distress. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.